Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the fill solenoid valve and connected wiring on a dry acid mixer was burned. Additional information was obtained during follow-up with the biomed. The reported issue was discovered during a machine evaluation after the mixer produced smoke during fill mode. The biomed was not present for the reported event, however a user facility patient care technician (pct) contacted the biomed when the mixer made a popping noise and produced smoke after the mixer was filling slowly. The biomed stated that the staff addressed the smoke by unplugging the mixer. The biomed stated that the mixer was in a vented room that allowed the smoke to clear. The biomed stated that the facility smoke detectors were not triggered by the smoke from the mixer. Use of a fire extinguisher was not required. There was no harm to any patients or individuals because of this malfunction. The fill valve was replaced with a known good fill valve however the issue persisted. A control board was ordered but has not arrived. The mixer is in partial operation with the biomed manually filling and mixing until the arrival and installation of the replacement part. The sample was reported to be available to be returned to the manufacturer for physical examination.

Manufacturer narrative:
Plant investigation: the fill valve was returned to the manufacturer for physical evaluation. An exterior inspection revealed thermal damage to the valve coil, cracks in the casing, and corrosion on the valve. The resistance measured across the hot and neutral terminals was found to be shorted. An internal inspection revealed corrosion on the valve core and the valve¿s housing. The reported issue is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the fill solenoid valve and connected wiring on a dry acid mixer was burned. Additional information was obtained during follow-up with the biomed. The reported issue was discovered during a machine evaluation after the mixer produced smoke during fill mode. The biomed was not present for the reported event, however a user facility patient care technician (pct) contacted the biomed when the mixer made a popping noise and produced smoke after the mixer was filling slowly. The biomed stated that the staff addressed the smoke by unplugging the mixer. The biomed stated that the mixer was in a vented room that allowed the smoke to clear. The biomed stated that the facility smoke detectors were not triggered by the smoke from the mixer. Use of a fire extinguisher was not required. There was no harm to any patients or individuals because of this malfunction. The fill valve was replaced with a known good fill valve however the issue persisted. A control board was ordered but has not arrived. The mixer is in partial operation with the biomed manually filling and mixing until the arrival and installation of the replacement part. The sample was reported to be available to be returned to the manufacturer for physical examination.